Event description:
Catheter placed in 1999. Found pinhole in catheter during chemotherapy infusion. Pt began complaining of burning in chest. Removed catheter. Pt developed pneumonia and expired. No determined cause of death.